Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm during the fill cannula process. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.